Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evproplus-29us, serial/lot #: (B)(4), ubd: 27-feb-2023, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was not returned. Therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, as the delivery catheter system (dcs) was withdrawn through the valve frame, the nosecone of the dcs became caught on the valve frame and caused the valve to dislodge into the coronary sinus. The valve was snared into the sinotubular junction were it remained. A second valve and dcs were inserted into the patient, but the dcs could not advance through the dislodged valve. Subsequently, a 26mm non-medtronic transcatheter valve was implanted. No additional adverse patient effects were reported.